Manufacturer narrative:
Cloud data from the user for the period of 19dec2025-21dec2025 was downloaded and reviewed. Review of the patient history buffer (phb) data found that, while in automated mode, the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. The phb data showed that the automated algorithm appropriately reduced and stopped automated insulin delivery as estimated glucose values decreased towards and below the user's target. The automated algorithm did not deliver automated insulin while estimated glucose values were below 60 mg/dl. While in manual mode, the system correctly delivered the user's manual basal program. The cloud data showed that the system correctly generated urgent low glucose alerts when estimated glucose values were at or below 55 mg/dl. No evidence of an overdelivery of insulin or of any issues with the system were observed in the available cloud data.ent.

Manufacturer narrative:
The physical pod was received and investigated. The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would result in the device over delivering insulin. Cloud data from the user for the period of 19dec2025-21dec2025 was downloaded and reviewed. Review of the patient history buffer (phb) data found that, while in automated mode, the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. The phb data showed that the automated algorithm appropriately reduced and stopped automated insulin delivery as estimated glucose values decreased towards and below the user's target. The automated algorithm did not deliver automated insulin while estimated glucose values were below 60 mg/dl. While in manual mode, the system correctly delivered the user's manual basal program. The cloud data showed that the system correctly generated urgent low glucose alerts when estimated glucose values were at or below 55 mg/dl. No evidence of an overdelivery of insulin or of any issues with the system were observed in the available cloud data. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphon.e data not available. Cloud - omnipod 5 software app version. Data not available. Cloud - smartphone operating system. Data not available. Cloud - smartphone hardware. Data not available. Cloud - cgm sensor type. Data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
According to the reporter, the patient visited the emergency room on (B)(6) 2025. It was reported that the patient's blood sugar declined to 39 mg/dl. The patient was given apple juice (10g of carbohydrates). Approximately 10 minutes subsequent to this, the patient experienced a seizure which lasted for 10 minutes. The patient's mother measured blood glucose values during the seizure; the fingerstick result was 54 mg/dl. Subsequent to the seizure ending, the patient experienced additional symptoms: chills, sweating and pallor. An ambulance was called and paramedics administered oral dextrose to the patient. The patient was then transported to the emergency room. While at the emergency room, the patient underwent blood testing, monitoring, settings adjustment, eeg diagnostic testing. The patient was discharged from the emergency room on (B)(6) 2025.

Manufacturer narrative:
This MDR is being submitted to correct b5 - the patient visited the emergency room on (B)(6) 2025 not (B)(6) 2025.

Event description:
According to the reporter, the patient visited the emergency room on (B)(6) 2025. It was reported that the patient's blood sugar declined to 39 mg/dl. The patient was given apple juice (10g of carbohydrates). Approximately 10 minutes subsequent to this, the patient experienced a seizure which lasted for 10 minutes. The patient's mother measured blood glucose values during the seizure; the fingerstick result was 54 mg/dl. Subsequent to the seizure ending, the patient experienced additional symptoms: chills, sweating and pallor. An ambulance was called and paramedics administered oral dextrose to the patient. The patient was then transported to the emergency room. While at the emergency room, the patient underwent blood testing, monitoring, settings adjustment, eeg diagnostic testing. The patient was discharged from the emergency room on (B)(6) 2025. 30mar26 - correction - the patient visited the emergency room on (B)(6) 2025.